Manufacturer narrative:
(B)(4). Batch # p57a1x. Photographic analysis: the picture shows a blue cartridge with the sled advance. The pan can be appreciate partially detached from the reload. Based on the photo provided the event describe is confirmed. Device evaluation: the analysis results showed that one ecr60b cartridge reload was returned partially fired 1/6 with 5 drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, in addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the lobectomy, found it was difficult to fire, checked, found the proximal end of the cartridge protruding, removed the cartridge, found the pan and staple driver were damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient.